Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional results, no conclusion could be reached as to what may have occurred during surgery. Upon receipt of the instrument, it was noted that all the staples were present in the instrument. Therefore, it could not be ascertained as to why it was reported that the staples fell out. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the device was used during a colectomy. It was reported that all staples fell out. It was reported that there was anastomosis. A new instrument was introduced to complete the case. There was no consequence to the pt.